Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion into the patient's right brachial vein, the introducer sheath wing came off while attempting to peel the sheath. The catheter was inserted while alternating peeling the sheath. The sheath was removed and the case was salvaged by using a command 0.014" guide wire. There was no delay in treatment. No death occurred to the patient. It is unknown if there were any patient complications.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. A review of manufacturing records did not yield any relevant findings. However, this sheath is already being investigated for the same issue. Therefore the probable cause is manufacturing related. Further investigation has been initiated at the manufacturing site.